Event description:
It was reported the device was used during a endoscopic hernia repair. It was reported by the affiliate that two devices jammed, switched to a third device to complete the procedure. There was no pt consequences.